Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during use while injecting. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: no insulin flow when injecting. His fiancée does not prime before use. 4 pen needles affected.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during use while injecting. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: no insulin flow when injecting. His fiancée does not prime before use. 4 pen needles affected.